Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump alarmed for compromised forced system. The customer blood glucose level was 449 mg/dl at the time of incident. Customer stated they were unable to exit the preparing to prime loop. Customer treated with insulin pump. Troubleshooting was performed perform for high blood glucose level. The product will be returned for analysis.